Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp customer returned device for an alleged critical device error (open book image) alarm found on (B)(6) 2022. No critical device error (open book image) alarm¿noted during boot up. Device passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant device error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There was no evidence of the critical device error (open book image) alarm and no critical errors were found in the history/traces/comlink3 data. Device error 38 alarm was recorded and found in the formatted history file on: october 13, 2022 05:56:07.000 december 19, 2022 06:44:56.000 december 19, 2022 06:46:18.00 december 19, 2022 06:52:11.000 december 22, 2022 08:03:04.000 device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, force sensor, motor and vibrator¿assembly noted. A test motor was used and continued testing. The device passed the rewind test. Device error 38 alarm during the rewind test was confirmed, problem isolated on the motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a broken belt clip rails. Critical device error (open book image) alarm was not confirmed. Device error 38 alarm during the rewind test was confirmed. Device error 38 alarm during the rewind test, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error and open book image alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer will discontinue using the insulin pump and will be returned for analysis.